Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address groosely loose corail stem. Loosening occurred from bone to implant interface. Surgeon commented that it was probably undersized and subsided. He also noted patient's high bmi. Bmi not available. Stem was replaced with summit stem. Nothing was wrong with liner and head but was removed. Doi: 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.